Event description:
Per the clinic, the patient experienced swelling at the implant site and was hospitalized on (B)(6) 2023, for a duration of 3 days. During the admission, the patient was administered with IV antibiotics.